Event description:
There was an allegation of questionable elecsys troponin t hs results for samples collected from one patient and tested on three cobas e 801 analytical unit analyzers. On (B)(6) 2026, the initial sample result was 344 ng/l. Another sample collected from the patient at the same time was tested and the results were 1010 ng/l from line 1, 529 ng/l, and 459 ng/l from line 2. On (B)(6) 2026, the sample was sent to another laboratory where it was recentrifuged and repeated. The results were 12 ng/l and 16 ng/l. On (B)(6) 2026, the patient had a second sample collection. The initial result was 19 ng/l. The sample was repeated twice and the results were 161 ng/l from line 2 and 184 ng/l from line 1. The sample was recentrifuged and repeated again and the result was 16.5 ng/l from line 2. The patient had a third sample collection performed. The initial result was 101 ng/l. The sample was repeated and the result was 223 ng/l on line 1. The sample was recentrifuged and repeated again and the result was 18 ng/l. The patient had a fourth sample collection performed. The initial result was 43 ng/l. The sample was repeated and the result was 47.5 ng/l on line 1. The sample was recentrifuged and repeated again and the result was 20 ng/l. On (B)(6) 2026, two samples was collected from the patient and an aliquot of one of the sample was made. All results were around 22 and 23 ng/l. The exact results were not provided. The two primary tubes were repeated and the results were 111 ng/l and 205 ng/l. The aliquot was also repeated and the result was 21 ng/l. The lines in which the other results were from was not provided.

Manufacturer narrative:
One of the e801 analyzer serial numbers is (B)(6). The other serial numbers were not provided. The investigation is ongoing.